Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded some under sensing during atrial fibrillation (af) episode were competitive atrial pacing was also observed. The patient has been in chronic af for the past year and this could be impacting the crt-d battery. Option for programming and saving battery was discussed. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded some under sensing during atrial fibrillation (af) episode were competitive atrial pacing was also observed. The patient has been in chronic af for the past year and this could be impacting the crt-d battery. Option for programming and saving battery was discussed. The crt-d has been explanted and returned for analysis without additional allegations. No adverse patient effects were reported.